Event description:
It was reported on (B)(6) 2019 that the user lost hearing benefit with the device. In situ testing showed affected channels. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. Even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a combined initial and final report.